Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed the device is not in its original packaging. The insertion device was returned with the anchor and suture string installed. The anchor is fractured just below the suture window and the distal tip of the insertion device is deformed. There is debris on all returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the twinfix anchor fractured during implantation, however, no pieces fell inside of the patient. The procedure was completed with non-significant delay using a back-up device in the originally drilled bone hole. No further complications were reported. The status of the patient is good.